Event description:
It was reported that early sensor expiration occurred. The sensor had been inserted at 1:30 am on (B)(6) 2022, after the patient returned home from work. After the 2-hour warm up, the sensor had been providing values without issues. Approximately 13 hours later at 2:00 pm, the patient received a sensor will expire in one and a half hours message. It was not confirmed if the patient continued to receive values; however, at 9:00 pm, the patient¿s blood glucose decreased, and he lost consciousness. The patient¿s daughter called emergency medical services (ems) who arrived and treated the patient with IV dextrose. The patient regained consciousness and was not transported to the hospital. The bg value by ems was not provided. At the time of the event, the cgm or bg value was not provided as the patient was out of town and did not have his glucometer or an additional sensor with him. At the time of the report, the patient was doing good. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.